Event description:
It was reported that the patient got a hit to his head with a swing. This accident happened in 2009. He no longer had any hearing sensations. Testing showed that the device has malfunctioned. He was reimplanted two months later.

Manufacturer narrative:
The device has been explanted and has been returned to med-el where it will be evaluated. When available, a device failure analysis will be submitted as follow-up report.